Event description:
A report was received on an event of the device veering to the left. The reporter has been contacted for additional information. It was learned she reportedly she hit her head on the wall and bruised her arm. It was learned she did not receive any medical intervention. Incident occurred in house and she has been issued a replacement wheelchair.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 7 months old. The owner's manual part number 1125085, rev.j(oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. It has also been reported by a technician for evaluation and it was thought she may not have enough weight for this device. A replacement device has been sent. If any further detail is obtained regarding the incident a follow up report will be filed. The malfunction has not been confirmed.